Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The loss of power alarm did not sound and the led was blinking. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause was found to be a failure of capacitor c113. This failure mode only results in the loss of an audible alarm if all power sources are unavailable. The device still alarms as intended when connected to any/all available power sources.